Event description:
Caller alleged discrepant results compared with the lab. Results as follows: see scanned table. The patient with fourth set of data was admitted to the ER. This is adverse event case.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: see scanned table. Per internal procedure, tr 0150, the mean of the inratio meter and comparative system inr were calculated. Per email, the patient with fourth set of data was admitted to the ER. This is adverse event case. Products will be tested when returned. Per email, all patients were in stable condition.